Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please, see medwatch report 2032227-2014-30403.

Event description:
It was reported that the sensor did not penetrate the customer's skin when it was inserted. The customer reported pain at the site. The customer's blood glucose was 426 mg/dl. Nothing further was reported.